Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See (B)(4) for serious injury.

Event description:
The customer reported via phone call that she was hospitalized on (B)(6) 2016 with a diabetic ketoacidosis. The customer experienced high blood glucose levels. The customer was vomiting, nauseous, confused, had a severe dry mouth, and shortness of breath. She went to her general physician first and was sent to the hospital. She was put in intensive care unit. Customer's blood glucose level was 489 mg/dl. The customer treated her blood glucose level with a bolus. The insulin pump alarmed no delivery. She was given fluids and insulin via IV. The customer was wearing the insulin pump at the time of the urgent care visit. The device was not returned. The customer mentioned that their sensor displaying wrong readings of sensor and blood glucose. The customer's blood glucose count was 50 points higher than it actually was. The customer did not return the product back for analysis.